Manufacturer narrative:
Unit passed displacement test, rewind, seating and basic occlusion test. Low battery alarm was noted on long history file. Pump was returned for power error. Detailed trace analysis confirmed low battery alarmed and then alarm 25 was triggered when backup battery unloaded voltage which was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, cracked case at battery tube side and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The customer indicated that they are using a different brand of battery than the recommended one.